Manufacturer narrative:
Additional information was received for approximately a month after the event onset, antibiotic treatment with vancomycin injection was discontinued and the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name - (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The same day as the event onset, the patient was treated with vancomycin injection (2gm, every 4th day, intraperitoneal, ongoing) and meropenem injection (1gm, intravenous, discontinued) for peritonitis. A day after the event onset, the patient was hospitalized due to the event. Five days after hospital admission, the patient was discharged. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. Patient retraining was completed. No additional information is available.